Event description:
It is reported that while impacting the femoral component, the blue impactor pad fractured.

Manufacturer narrative:
Eval summary: impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. As returned, the device is confirmed to be in the condition as reported. The impaction pad has fractured into two pieces. This device was manufactured in (B)(4) 2006, which gives the device a potential field age of approx 4.5 years; however, it is unk how many times it has been used, or whether it was used in a manner consistent with the design intent.